Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent occlusion alarms with variable frequency and increasingly delayed meal insulin deliveries over several days, despite multiple supply changes and use of cd 6 mm, 23 in infusion sets, which led to shipment of a replacement device. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects outcomes included interruption of therapy and need for device replacement. Investigation included remote troubleshooting and receipt and inspection of the returned device. Investigation of the device engineering logs revealed persistent occlusion alarms; no defects in consumables were confirmed. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factor.